Event description:
It was reported that during an unknown procedure the clip appliers that came out the fnc41 lap chole kit were not firing properly. The clips were crossing after each application. A new clip applier was opened and the case went without further incident.